Event description:
It was reported that the ventilator pt unit fell from its mobile cart. The pt unit was not secured to the console plate of the mobile cart with the security knob. There was no pt involvement. (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer, and it was found that the pt unit of the ventilator was not fastened correctly to the carrier (mobile cart). The security knob that is used for fastening the pt unit to the console plate (a part of the carrier/mobile cart) was not fastened correctly. The security knob was fastened, and this solved the reported incident. There was no damage to the ventilator from the incident. Pre-use checks with successful results were performed after the security knob was fastened, and the ventilator was returned to service. Eval of received device logs confirms that the ventilator was not used at the date of event, and that pre-use checks had been performed after the incident with a successful result. Our conclusion into this matter is that the reported issue was caused by not fastening the pt unit of the ventilator correctly to its carrier (mobile cart). According to the user manual for the ventilator, the device shall be properly checked/assembled before use.